Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed their infusion set site multiple times and their infusion set tubing once and continued receiving occlusion alarms. The customer changed their cartridge and observed air bubbles in the luer lock. The customer experienced a blood glucose (bg) level ranging between 183-348mg/dl and trace levels of ketones. A correction bolus via the pump was delivered to address the bg level. During follow-up, the contact stated that all pump supplies had been changed resolving the occlusion alarms.